Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-08563.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-08563. It was reported the patient's left occipital (off-label) lead exhibited high impedances. As such, surgical intervention was undertaken on (B)(6) 2018 during which the left lead was explanted and replaced. Effective stimulation was established post-operatively.